Manufacturer narrative:
(B)(4).the devices associated with this report were not returned. A review of the device history records for the 1229261 lot code found four manufacturing deviations. It was confirmed that the deviations should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Pfs alleges that the patient was revised due to pain and metallosis. Medical records indicate an infection and a femoral fracture when removing the stem. The infection was post-90 days and since the fracture occurred during removal; the additional products are being added, but not reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.